Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The lv lead was returned for analysis and it was completed. The insulation damage allegation was confirmed, based on the observation of a puncture hole in the insulation in the tip region of the lead. This is consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was damaged. When inserting the wire through the lead, the wire penetrated through the coating from around the spiral and was exposed. A new lead was used and the implant procedure was successfully completed. The lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this left ventricular (lv) lead was damaged. When inserting the wire through the lead, the wire penetrated through the coating from around the spiral and was exposed. A new lead was used and the implant procedure was successfully completed. The lead has been returned for analysis. No adverse patient effects were reported.